Event description:
It was reported that this right ventricular (rv) lead was explanted due elevated thresholds. A new rv lead was successfully implanted. This patient experienced dizziness as a result. This lead is expected to be returned to boston scientific for analysis.